Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to metallosis. A femoral head and liner were revised. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.